Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/02/2018 with the following findings: a review of the pump black box showed an unexplained pump reboot on the reported event date. A visual inspection of the pump revealed evidence of moisture behind display lens. There were multiple cracks in the battery compartment observed and the battery compartment threads were damaged. Evidence of moisture contamination was found inside battery compartment. A leak test showed a leak at a battery compartment crack. The returned battery cap threads were damaged and the pump intermittently powered on using the returned battery cap. During testing, the pump powered on using a test battery cap and exercised for 24 hours with no power interruptions or power loss occurring. The pump¿s cover was removed and there was evidence of moisture contamination observed on the transceiver board. The complaint of no power and moisture in the pump was confirmed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.